Event description:
Reportedly, inside the operation room, it is impossible or very difficult to interrogate devices. A red message displays and it is not possible to start a session. This happens for any device. The cpr4 head has been changed for 2 different cpr3 heads: it sems it could function better several attempts were done and the functioning is at random and irregular. The carto-electrophy was off. As well, it functions better behind the screens that protect from the x-ray and it functions well outside the operating room. What does create the interferences and this issue?

Manufacturer narrative:
The review of data provided on 29 september 2025 confirmed the reported issue. The subject tablet has not been returned for investigation. The first step of the investigation had been performed by analysing the data recorded on 25 september 2025 and provided. During the first step of the investigation, the log files had been analysed. Two telemetry head were used with the subject tablet and many traces of failure to identify both telemetry heads were recorded. In the videos provided, the leds of the cpr4 switch on and off whereas the user is walking on the operating room or in the corridor, and there is no device nearby. This suggests that the environment is very noisy. It confirms the reported issue: ¿it functions better behind the screens that protect from the x-ray and it functions well outside the operating room¿. Were tests performed in the operating room with all electrical equipment of the operating room off? (Such as chargers, other programmers, x-ray, table of the patient, etc ¿) the cpr4 telemetry head operates in the frequency range 8khz -16khz and most probably, there is an electrical equipment in the operating room or close to the operating room that operates in the same range of frequency. The second step of the investigation has started at the hardware level, using data provided, since the has not been returned for investigation. The results of the second step of the investigation will be provided as soon as they are ready. This case is retained and utilized for trending purposes.

Event description:
Reportedly, inside the operation room, it is impossible or very difficult to interrogate devices. A red message displays and it is not possible to start a session. This happens for any device. The cpr4 head has been changed for 2 different cpr3 heads: it sems it could function better several attemps were done and the functioning is at random and irregular. The carto-electrophy was off. As well, it functions better behind the screens that protect from the x-ray and it functions well outside the operating room. What does create the interferences and this issue?

Manufacturer narrative:
The review of data provided on 29 september 2025 confirmed the reported issue. The subject tablet has not been returned for investigation. The first step of the investigation had been performed by analysing the data recorded on 25 september 2025 and provided. During the first step of the investigation, the log files had been analysed. Two telemetry heads were used with the subject tablet and many traces of failure to identify both telemetry heads were recorded. It has been reported on (B)(6) 2025 that two machines (used for works in the kitchen of the center) left the center and since they left, the communication between microport programmers and microport active implanted device is possible again. The cpr4 telemetry head operates in the frequency range 8khz -16khz and most probably, these machines were interfering with the cpr4 programming head and the subject tablet in the same range of frequency. This case is retained and utilized for trending purposes.

Event description:
Reportedly, inside the operation room, it is impossible or very difficult to interrogate devices. A red message displays and it is not possible to start a session. This happens for any device. The cpr4 head has been changed for 2 different cpr3 heads: it sems it could function better several attempts were done and the functioning is at random and irregular. The carto-electrophy was off. As well, it functions better behind the screens that protect from the x-ray and it functions well outside the operating room. What does create the interferences and this issue?